Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in fair condition. The tank was filled with water, attached temp check, and the device was observed to operate as intended. The potentiometers on the pcb board were noted to be glued; confirming the complaint. Based on the evidence, the root cause is due to user interface.

Event description:
Information was received indicating that one of the resistors to a smiths medical level 1® hotline® low flow system did not move. The resister was noted to be glued in. There were no reported adverse effects or patient involvement as this fault was reported to occur during preventative maintenance.